Manufacturer narrative:
Device investigation narrative - an evaluation was performed by smith & nephew and could confirm the customer complaint for the scope is bent with no image. A visual inspection was performed and showed the scope has been used in the field. The scope is bent with internal cracked lenses. This is caused by excessive force applied to the outer tube. No manufacturing related defects were observed. No further investigation is required. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, the scope was bent and there was no image that could surface. The procedure was completed with a backup device. No patient injury or complications were reported.